Manufacturer narrative:
The subject device was received and evaluated at repair center olympus (B)(4). Device evaluation found defective ccd (charged couple device) unit. The customer reported issue of no image was confirmed. Furthermore, leakage was observed due to damaged cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, no image was found on the device. The issue found at cds (clean/disinfection/sanitize) reprocessing. The facility finished the procedure with the same device. There was no patient injury or harm reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon was caused by a faulty ccd unit which was caused by leakage due to damaged cable, and that had water invasion from that part. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.